Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an increased charge burden and was taking longer to get a full charge on the implantable pulse generator (ipg). Inadequate stimulation was also reported. While charging the ipg, the patient noticed it is starting to get very warm and causing her some discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.